Event description:
The customer stated that he had to be treated by paramedics twice due to hypoglycemia. Troubleshooting was performed and revealed that the insulin pump was priming abnormally. The customer was advised to discontinue use of the insulin pump until a replacement could be delivered to him. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.